Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, it appears that the reported tissue damage was a result of user technique and/or procedural conditions. The reported unchanged mr was a result of the reported tissue damage as a jet appeared next to this clip after the damage to the posterior leaflet was observed. The reported patient effects of mitral valve injury (tissue damage) and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One xtr clip delivery system (cds) was successfully inserted and deployed without issues. An additional xtr cds was inserted and grasping was performed; however, mr was unable to be reduced and the mean pressure gradient was 4/5mmhg. Therefore, the physician decided to remove the clip and replaced it with an ntr cds. Two ntr clips were successfully implanted; however, after implanting the second ntr, a jet appeared next to the first ntr (90815u117) that was implanted, and echocardiogram showed the posterior leaflet had been damaged. This caused mr to return to 4+. The mean pressure gradient was noted to be 4mmhg. It was also noted that the tissue damage was likely caused by the first ntr clip. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.